Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this family member contacted latitude patient support and technical services in late-may 2018. The family member reported that this patient died on (B)(6) 2018. The family member stated that the "device always alarmed" when the patient had a problem. However, there was no alarm when the patient died. The patient was last seen in 2016 to have the device checked. At that time the device had a couple of years left. The patient has not been connected to latitude for several years. The patient had been living with the family member's daughter. The daughter does not believe the device delivered a shock at the time of the patient's death. The family member is not sure that the device was working at that time. The technical service's consultant explained that the most recent data from the device would be with the medical records of the clinic that last checked the device. The family member does not believe that the device was interrogated post-mortem. The family member was planning to check with the hospital for additional information. Boston scientific received information from the local representative who had spoken to the clinic nurse. The clinic nurse reported that this patient was seen by the physician in (B)(6) 2017 in the office. The device had been implanted in (B)(6) 2010 and the patient had no in-clinic follow-ups until the (B)(6) 2017 appointment. There was no note in the office medical record that the patient was being followed by another clinic. The patient¿s medical history was also significant for atrial fibrillation with rapid ventricular responses. The physician felt that the device was treating ventricular tachycardia/ventricular fibrillation appropriately.